Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change tot he actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: device was tested using automated test equipment and passed all tests. The cause of the reported noise anomaly could not be determined. The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was found to be due to silicon, septum material found inside of the aring set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity, thereby making the tightening and loosening of the set screws more difficult. (B)(4).

Event description:
It was reported that noise was observed on the lv lead. The physician felt the noise was most likely due to a set screw issue with the device. Device was explanted and replaced.